Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the bands, it was noticed that the succeeding bands were moved and were about to deploy first. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved and overlapped.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the complainant. Per media analysis, the photo showed the bands were overlapped and the teeth were damaged/bent. No other problems with the device were noted from the photo. Upon media analysis, it was observed that bands were overlapped, and the teeth were damaged/bent, which indicates the inability of the device to deploy the bands. It is most likely that the reported problem "failure to deploy" could be related to the possibility that during the procedure, the knots that hold the sutures of the bands in the ligating unit untangled from it, or one of the teeth in the ligating unit was damaged, affecting the sutures and causing the bands to not deploy properly because the bands passed under the other rubber bands, leading to the reported event. However, due to lack of evidence and without proper evaluation of the device, the most probable cause of the reported issue cannot be established. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, therefore, the most probable root cause for the encountered problems will be documented as cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the bands, it was noticed that the succeeding bands were moved and were about to deploy first. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer. And showed the bands were moved and overlapped.